Event description:
Pt had right total hip done 11/1/91. Recently getting some aching symptoms in the hip. (A start up type pain). Gradually has become worse. Found to have some lysis in the mid shaft of the lateral femur and loosening around the acetabular component. Pt admitted to hospital 8/22/96 for revision total hip replacement, (had complications femur fracture). Pre op diagnosis-aseptic loosening right total hip replacement with lysis of femur.